Event description:
It was reported that the flex deflectable videoscope presented a noisy image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.